Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of lower extremity deep vein thrombosis and pulmonary embolism with contraindication to anticoagulation had an inferior vena cava (ivc) filter deployed with the tip at the level of the right renal veins prior to gastric bypass surgery. Approximately one year two months post filter deployment, the patient requested discontinuation of anticoagulation, the decision was made to retrieve the filter. Approximately one year three months post filter deployment, the patient was scheduled for filter retrieval. Multiple attempts were made to snare the hook of the filter; however, the hook of the filter was embedded into the anterior wall of the vena cava and could not be grasped. The decision was made to leave the filter in place. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for retrieval difficulties and tilted filter. Per the provided medical records, the filter was implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the bariatric surgery affected the stability or positioning of the filter. Additionally, the medical records also stated that the filter was tilted and embedded in the vena cava. The tilted filter most likely lead to the retrieval issue. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Position the retrieval hook 1 cm below the lowest renal vein. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months later, through the right internal jugular vein approach, the eclipse inferior vena cava filter was attempted for retrieval regarding embolism and thrombosis of unspecified site. A 10-french vascular sheath was placed and was positioned into the inferior vena cava. The vena cavogram showed wide patency of the cava and no filling defects within the filter. Multiple attempts were made to snare the hook on the inferior vena cava filter but the retrieval hook on the cava filter had embedded into the wall of the vena cava and could not be successfully snared. Finally, the vena cava filter was left in place. After two years and eleven months, a computed tomography of abdomen was performed for unspecified injury of the inferior vena cava. The study showed that there was an inferior vena cava filter in place in the infra renal region and two of the prongs were seen extending out of the posterior aspect of the inferior vena cava into the right psoas muscle. The study also showed that a third prong was bent and extended out of the posterior aspect of the inferior vena cava adjacent to the l2 vertebral body. Also, two more of the posterior prongs were seen extended out the posterior aspect of the inferior vena cava with one of the prongs extended into the right psoas muscle and the second prong tip adjacent to the l3 vertebral body. The remaining prongs appeared to be within the lumen of the inferior vena cava. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, material deformation and the retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7,d10,g3, h6(device). H11: g1,h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.